Manufacturer narrative:
(B)(4). Date sent 1/9/2025 d4 batch # unk b3: only event year known: 2024 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidopexy procedure the device failed on a patient who was taken back to theatre. The procedure was done and patient was discharged home. Patient came back with per-rectal bleeding, returned back to theatre for an examination under anaesthesia, the surgeon stated that he could clearly see that the staples had not completely formed and some had given way upon redo proctoscopy.

Manufacturer narrative:
(B)(4) date sent: 1/22/2025. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Grade 2 and 3 haemorrhoids at 11 and 4 o'clock. The indicator was low. I had closed the stapler fully. I waited 45 seconds before firing and 30 seconds after firing. The doughnut was complete. The staple line was ok intraop and immediately post op. Patient was discharged and readmitted 7 days later with lower gi bleeding. Eua showed 70% of the staples had come out from 2-11pm. I had to repair with sutures. Patient was readmitted 3 days later with bleeding which resolved on conservative management. Patients hb dropped from 13 to 9 giving an estimated loss of 1.5litres. Patient was not on anticoagulation repeat surgery was required. Readmission occurred twice. Patient is discharged.